Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat persistent atrial fibrillation (pafib). It was reported that air ingress occurred when the dilator was removed. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device was returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat persistent atrial fibrillation (pafib). It was reported that air ingress occurred when the dilator was removed. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device was returned for analysis.